Event description:
A customer contacted beckman coulter regarding erroneously low prostate specific antigen (psa) results from two different patient samples that were generated by the access 2 instrument. The customer indicated that patient a and b samples were tested for psa and results of: 1.85ng/ml and 2.96ng/ml were obtained respectively. The results were not reported out of the lab. Both patient original samples were re-tested for psa and higher results were obtained. (5.13ng/ml for patient a and 4.21ng/ml for patient b). No additional information regarding this event is available. The customer did not receive any report of patient injury requiring medical intervention attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications. System check performed in 2007 passed. The samples were collected in sst tubes, centrifuged, decanted into 13x75 plastic tubes and frozen at -20 degrees c. Next day, the samples were thawed and mixed by inverting 5-6 times before testing. The specimens were normal in appearance with no lipemia or hemolysis. The customer indicated that the low psa results were obtained from the last 3 reps of the pack. The repeat psa results were obtained from a new pack, but the same lot number. Customer technical service (cts) advised customer to perform diagnostic and precision testing which both met specifications. The precision run was performed with 7 reps at the end of a pack and the remaining 3 reps were obtained from the beginning of a new pack. A field service engineer (fse) was not dispatched to the customer's lab as customer did not believe service was necessary. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.